Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an unexpected reset occurred , the pump indicated a data log corruption and that the pump shut off unexpectedly. Customer's blood glucose level was 163 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.